Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the c315his catheter and dilator were flushed but met significant resistance when trying to advance the dilator into the catheter. The wire was also unable to advance into the catheter. The dilator ended up kinking due to resistance so a different catheter was used. It was noted that the inner blue piece of the unusable c315his was missing when compared to the working c315his. No patient complications have been reported as a result of this event.